Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced no readings were showing on receiver, but doesn't recall seeing error messages, icons, or other reasons to why it had no readings. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.